Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was ended and attempts to rinseback were unsuccessful, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. There is no evidence of a device malfunction. Facility staff attributed the venous air alarms to air introduced into the circuit by the operator during flushing of the system. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed the event with the operator. Nxstage medical considers this report closed. No add'l info will be provided.